Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found some tissue build up. The ptfe pad (teflon pad) was inspected and found it to be damaged, separated, missing a portion, and exposed metal. The missing portion of the teflon pad was not returned with the device for evaluation. The distal end of the device was inspected under a microscope noted scrapes and charred marks on the probe unit. The device was attached to the test usg-400/esg-400 and the device passed the probe check. During testing, a u508 (seal & cut short-circuit error) and a u511 (seal short-circuit error) were observed when both switches were activated with the handle fully closed. (This is cause by metal to metal contact between the jaw and probe unit.) This type of teflon pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic salpingectomy oophorectomy procedure, a probe damage error was observed while using the handpiece. A second handpiece was used and after it was removed from the patient to be cleaned, it sparked. It was reported that a wire was observed exposed at the distal end of the device. There were no errors messages observed. There was no bleeding reported. The intended procedure was completed with a third device. There was no patient injury reported. Additionally, the devices were inspected post procedure and found no metal exposed or visual damage to the probe unit. This is 1 of 2 reports.